Manufacturer narrative:
Safety bar, pivots.

Event description:
It was reported by service report that the breakaway release bar needs replaced and the pivots and torsion springs are worn. No pt involvement or adverse consequences are reported.